Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf patient code e1006 captures the reportable event of perforation of the duodenal wall. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f19 captures the surgical intervention to close the perforation and remove the migrated stent. Imdrf impact code f08 captures the patient's hospital admission beyond the standard of care. Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preload center bend stent was implanted in the common bile duct for biliary drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. A few days after stent placement, the patient presented with abdominal pain. Endoscopic review confirmed that the stent had migrated distally and impacted the opposing duodenal wall causing perforation. Subsequently, a surgical intervention was performed, the perforation was closed, and the stent was also removed. Lastly, the patient was admitted beyond the standard of care. The patient's condition following the procedure was reported to be stable.